Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error alarm. The customer's blood glucose was unknown. The customer stated they may have exposed their insulin pump to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded esc, act and down button on keypad trace. No button error alarm during testing. No moisture damage on electronic, motor, vibrator and battery tube threads assembly during visual inspection. Insulin pump had minor scratches on lcd window, cracked case on display window corners, cracked battery tube threads, cracked reservoir tube lip and shifted end cap sticker.